Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-07853. It was reported that the patient had their scs trial leads cut by their spouse on accident. In turn, the physician removed the scs trial system on (B)(6) 2019.